Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca). After pre-dilatation, the 3.50x38 xience skypoint stent delivery system (sds) was advanced to the target lesion with difficulty due to the anatomy and the tip was noted to be crushed. During advancement the patient experienced chest pain. Therefore, the sds was attempted to be removed from the anatomy. Resistance was noted during removal and the stent dislodged in the radial artery. The device was successfully snared. The patient received no further treatment and the procedure was aborted. There was no adverse patient sequela. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of angina is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and subsequent treatments including removal of foreign body appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.